Event description:
It was reported that the user experienced hyperglycemia while using the ilet shortly after starting therapy, with a reported peak blood glucose of 352 mg/dl and prolonged readings above 180 mg/dl following meal announcements; the system issued sustained high-glucose alerts, and a supply change was performed with no further issues observed. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no professional medical intervention, no assistance required, no ketone testing, and no back-up therapy use. Investigation included technical review, user counseling on ilet learning-phase behavior, and troubleshooting via infusion set replacement. Investigation of this case revealed normal device behavior during the learning phase and resolution after supply change with continued monitoring. It was concluded that the event was hyperglycemia with unclear cause, with no evidence of device malfunction and with successful mitigation through education and supply change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.